Event description:
On 1/28/91 device was implanted. On 8/19/91 and 7/2/92 the reservoir was revised. On 1/20/94 the cylinders were revised. On 9/18/96 the cylinders and pump were removed from the pt due to fluid loss-aneurysmal dilatation of the left cylinder.